Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and eleven months post implant of this 33mm mitral bioprosthetic valve, the valve was explanted and replaced with a valve of the same size for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the valve was explanted due to endocarditis. No additional adverse patient effects were reported. Patient weight added in section. Patient and device codes updated in section. If information is provided in the future, a supplemental report will be issued.